Manufacturer narrative:
(B)(4). The customer advised they purchased a replacement gas delivery engine and repaired the device. No additional information was provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire medical that the inspiratory oxygen concentration output on the avea ventilator was out of specification. The customer stated there was no patient involvement.